Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on fluoroscopic examination,  the right atrial (ra) lead disconnected from the implantable pulse generator (ipg). The ra lead was pulled back with very little slack. The ra lead was revised and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.